Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. Date of event: unknown. Model #: unknown. Catalog #: is unknown. Unique identifier (UDI#): unknown. Expiration date: unknown. If implanted, give date: unknown. If explanted, give date: not applicable, remains implanted in the eye. Device manufacture date: unknown. (B)(4). It was indicated that the device is not returning as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon has a patient that he would like to change the intraocular lens power from one symfony to another in secondary surgical procedure. Patient is reportedly plano-0.50 cylinder and likes the improved visual acuity. No further information provided.